Event description:
On (B)(6) 2012, customer reported that she received one box of ultimate-d bilirubin control with broken vials inside. Customer stated that 3 out of 10 glass vials were broken and that fluid had leaked from the broken vials. No exposure or injuries were reported. It was decided that an MDR should be filed for this event because the control contains material of human and animal origin that is potentially infectious, and upon recur, exposure could lead to serious injury.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).